Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently shuts off. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll representative onsite. The reported problem was not duplicated or confirmed. The device was tested with multiple known good batteries with no discrepancies. Analysis of reports of this type has not identified an increase in trend

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included testing of the device with a test battery and with/without ac power without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the error logs did not find evidence to support the reported event. Also, it is important to note that the battery used at the time of the reported event was not returned for evaluation.